Event description:
The remb sag saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the bearing on the bottom of the rotor shaft was found to be damaged, and the ball bearing was sticky and operated rough. Preventative maintenance was performed.